Event description:
It was reported that the implantable pulse generator (ipg) could not be reconnected following a magnetic resonance imaging (MRI) procedure to turn MRI mode off. It was noted that typically a yellow telemetry indicator is observed on the patient connector during automatic connection, but no telemetry indicator was present during this event. It was further noted that the bluetooth indicator was blue and the battery indicator flashed green when connected to power, but the telemetry indicator did not illuminate. Troubleshooting steps were taken to include closing and restarting the mobile programmer application and reattempting the connection process. Following troubleshooting, the patient connector reconnected successfully; however, the ipg could not be detected and interrogation could not be completed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.